Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation of the reported event. Functional testing was able to reproduce the reported "e02 - console error" and "e03 - console error" messages. The error prevented the system to initialize an aquablation simulation. The current user manual, um0101-00 rev. F aquabeam robotic system user manual, states: table 5 system detected errors and faults. E02 - console error. Release foot pedal and click x.. If error persists, turn off and turn on console. "E03 - console error. Release foot pedal and click x. If error persists, turn off and turn on console." A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 22c01992 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The root cause of the reported event has been determined to be due to manufacturing-related issues associated with a third-party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative:component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure the aquabeam robotic system generated "e02 - console error" and "e03 - console error" messages, which were unable to be cleared despite multiple troubleshooting steps taken in efforts to resolve the issue. As a result, the aquablation procedure was aborted and converted to greenlight laser treatment. There were no adverse health consequences to the patient due to this event.